Manufacturer narrative:
Additional information/correction: d9 - no product return. H6 - codes updated. Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis according to din en iso 14971 is still acceptable; severity was 2(5) and probability 2(5). Conclusion/preventive measures: based upon the investigation results, a clear root cause could not be determined. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl741su - caiman disp.instr.articulat.d5/360mm. According to the complaint description, the melting of the sheath near the proximal part of the device was noticed during a laparoscopic video. This melting exposed the inside of the instrument. The remaining pieces were removed from the surgical site. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).